Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd (B)(6) received a yellow plastic piece of foreign matter (fm) and attached four (4) photos for investigation. The photos were reviewed and no photographs exhibited the fm inside a bd product. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: foreign matter was found in the tube. The color of the fm is the same as that of the cap (yellow) and it seems to be a piece of the cap. This fm was not noticed before/during blood collection and was discovered after blood collection."